Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device upgrade procedure, the pulse generator went into backup vvi operation after suspected electrocautery interaction. The device exhibited loss of output; both leads were attached to the pacemaker system analyzer and external pacing was enacted.